Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
During pt use, suddenly a "switched to backup battery" occurred when the ac cable was removed. Replacing the power pac battery resolved the issue. No pt injury was reported in this case.